Event description:
During testing, the administration set was installed in pump and the platen door was closed, the unit was in the standby mode, not running yet, the fluid dripped out of the set on distal side.

Manufacturer narrative:
Investigation found that an impact bent platen door causing the door was hare to close and the pump failed (B)(4) test. Platen was replaced to resolve the issue.